Manufacturer narrative:
On 10/31/2019, mentor received additional information about the event: - it was initially reported that the lot number of the suspect medical device is 6826796 and the serial number is (B)(4). These numbers actually correspond to the patient¿s right breast prosthesis. The correct lot number for the patient¿s left breast prosthesis (suspect medical device) is 6710292 and the serial number is (B)(4). A manufacturing record evaluation (mre) was performed on lot number 6710292, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. - the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. - the patient developed baker grade iii-IV capsular contracture in both of her breasts. A separate medwatch report will be submitted for the patient¿s right breast prosthesis. - the patient had both of her breast prostheses removed and they were replaced with mentor smooth round moderate plus profile 425cc saline breast prostheses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 09/20/2019, mentor received additional information about the event. The patient underwent explantation of the suspect medical device on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: according to the reported information, the patient experienced a deflation in the breast saline implant and developed capsular contracture. During visual inspection of the device, it was observed with no apparent damage. Leak testing revealed a tear within a crease on posterior view, measuring approximately less than 0.1 cm. No other anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. A crease/fold failure may be the result of the continuous and sustained stresses occasioned to the shell by the capsular contracture the manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor smooth round moderate plus profile 375cc saline breast prosthesis, catalog #3502375, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate plus profile 375cc saline breast prosthesis that deflated after implantation. The patient reported that her left breast was feeling very soft, and as the week progressed, the left breast appeared much smaller than the right. Deflation of the left breast prosthesis was confirmed by a physical examination performed by a physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.